Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-39220.

Event description:
The customer initially called to report that he received a button error alarm and experienced high blood glucose of 512 mg/dl on 8/9/2015. The customer then explained that he uses two insulin pumps; one while working in the woods, which is the one with the button error due to sweat exposure and the other one he uses at home. The customer reported that he would revert to the insulin pump he uses at home after receiving the button error on the other device but he stated this one is not as good or strong. The customer stated that when the insulin pump is disconnected for a period time and he connects it to his body he gets no delivery alarms. Customer did not have the insulin pump available at the time. The customer was called back twice but could not be reached and a message was left advising to call back to perform troubleshooting.